Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00017. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 4 out of 11 reports that are being submitted as initial individual mdrs. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled. The lens was cleaned and scratches, haptic damage (bent), and lens damage (damaged hole) were observed. Device partially delivered could not be performed, because the lens was received outside/without a cartridge tip for evaluation. Haptic damaged was confirmed, however this can be attributed to handling and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was partially inserted into the patient¿s right eye. The iol was removed and replaced with a back up lens during the initial procedure due to a bent/broken haptic. The patient outcome was reported as recovered. No further information was provided.